Event description:
It was reported that the 4 in 1 cut clock was put up damaged. It did not break during our surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the 4 in 1 cut clock was put up damaged. It did not break during our surgery.

Manufacturer narrative:
An event regarding a fixation peg disassociating from a size #5 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was reported. The event was confirmed. Visual evaluation showed the device was returned with one fixation peg disassociated from the block, and device evaluation under magnification concluded that there was no evidence of an interference fit on the blind hole surface that mated with the missing peg. No patient information was provided for review and no adverse consequences were reported in the event. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been similar events for the reported lot. The investigation concluded that the fixation peg disassociating from the triathlon 4:1 cutting block was caused by a manufacturing nonconformance. Based upon the conclusions of the visual analysis, it was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly.